Manufacturer narrative:
D6a: implanted date: the device was not implanted d6b: explanted date: the device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the treatment of a chronic total occlusion (cto) in the right superficial femoral artery (sfa) was initiated via the ipsilateral puncture of the right groin using a 6fr guiding sheath. The angio-seal device (#231000443) was used after the treatment of the cto. After positioning of the assembly, the locator was withdrawn, and the device was inserted into the insertion sheath. The device cap was pulled back to the rear lock position, confirming the marker band exposed. When the device/sheath assembly was pulled, strong resistance was felt. Although the strong resistance was still felt, the device/sheath assembly was pulled further with force to deploy the collagen. The collagen was fixed at the puncture site with the tamper tube, but the bleeding did not stop. The device was not used, and another device (#231000449) was unpacked. However, the puncture site was 6fr and the wire was already withdrawn, the device was not used. Manual compression was applied for 40 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. Blood flow to the peripheral vessels was confirmed, and the procedure was completed. The estimated blood loss was lesss than 250cc. The patient is not in critical condition, is recovering and is currently under observation. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. Patient medical history: peripheral vascular disease. Medications used: aspirin, plavix unknown doses. No blood transfusion required

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential issue of incomplete hemostasis. The exact root cause was unable to be determined. The likely cause was determined to have been incorrect positioning of the components (subcutaneous deployment) or patient factors, such as the presence of calcium/plaque, interfering with component positioning. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analyssis (fmea).